Event description:
The manufacturer received information alleging a ventilator alarm cuts off and the screen goes black. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator alarm cuts off and the screen goes black. There was no harm or injury reported. The trilogy evo ventilator was returned and evaluated by a third party service center. The device evaluation states that the customer's complaint was not able to be duplicated. The service technician states that the device was functionally tested and passed all the tests correctly. Additionally, the device arrived with the particular filter, and it will be replaced due to dust contamination. The preventative maintenance assessments does not recommend replacing the internal battery back, detachable battery pack, proportional valve or 3 way solenoid valve. No further investigation is required.